Event description:
It was reported that the pt experienced erosion of the implantable neurostimulator through the skin. It was later reported that the pt was scheduled for a pocket revision on (B)(6) 2011. The surgery was cancelled, however, due to an unrelated medical condition. No info was provided related to the pt's outcome. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).